Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had hyperglycemia due to under delivering the insulin. The customer reported that they had high blood glucose levels of 27.0 mmol/l. The customer reported that the current blood glucose level was 23.0 mmol/l. The customer reported that the insulin pump is under delivering because they have give a lot of boluses and the blood glucose levels were still high. Troubleshooting was performed. The customer declined to check the presence for air bubbles. The customer reported that the bolus wizars was programmed correctly and the history display all bolus entries based on their recollection. The insulin pump passed the displacement test. The customer stated that they gave huge bolus then went to bed and woke up with blood glucose levels of 20.0 mmol/l and then gave another bolus then the blood glucose level was 23.0 mmol/l. The customer further stated that when they pulled the infusion set, the insulin came out. The customer was advised to treat blood glucose with manual injections. The product was not returned for analysis.